Manufacturer narrative:
The customer complaint of hl7 error code 101 was confirmed. The error occurs when a required field is missing from a segment, such as drug or rate, or patient weight field missing on a weight based order. The customer was provided information of how to prevent the error. There was no report of a patient event. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4).

Event description:
During a clinical practice consultant interoperability site visit, an hl7 error code 101 was identified. The error occurs when a required field is missing from a segment, such as drug or rate, or patient weight field missing on a weight based order. The customer was provided information of how to prevent the error. There was no report of a patient event.